Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into the right eye, then it was noticed that a haptic was crimped. During follow-up, it was confirmed that the iol was removed and a new lens, same model and diopter, was inserted during the same procedure. There was no patient injury and no vitrectomy. The customer believes an incision enlargement may have been required. As far as they knew, the patient was doing fine. No other secondary medical or surgical intervention was required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 5/15/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original folding carton. The lens was cut in two pieces. Visual inspection at 10x microscope magnification was performed. Residues of viscoelastics were observed on the lens pieces. Both haptics are damaged; one is missing a portion (detached). The reported complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.